Event description:
This lead was explanted and replaced due to noise and 29 inappropriate shocks. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 17 cm distal to the is-1 connector pin. A proximal and a distal part were received for analysis whereas a medial segment was not returned. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. At the distal lead fragment in the region of the tricuspid valve the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between tricuspid valve and the lead body should be taken into consideration. Diagnostic images clarifying this assumption were not available. Further damages, in particular the fractured conductor cables in the area of the yoke, most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.